Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts). Ts was informed that this patient was in for a normal in-clinic followup. A red screen with code da error was displayed on the programmer screen. No device operation or functionality issue identified during the followup check. Ts discussed bit flip (temporary memory corruption) in device firmware. This represents a self-correcting error which may be caused by environmental factors. The available information suggests that this device remains in-service.